Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased impedance and noise leading to oversensing were observed on the device. The oversensing led to the delivery of inappropriate anti-tachycardia pacing (atp). No intervention was performed. The patient was in stable condition and there were no adverse consequences.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was explanted and replaced to resolve the event.